Event description:
Pt was implanted with matrix construct from l4 to s1 on (B)(6) 2012. Pt returned to surgeon on unknown date experiencing back symptoms that had resolved in the early post op period. Pt experienced back symptoms again on an unknown date. X-rays showed a polyaxial head at s1, right side, was not seated correctly. Pt was returned to operating room on an unknown date with surgeon discovering all screws were loose. Surgeon removed the screws, locking caps, heads, and rods. Surgeon also found a previous tlif at l5-s1 had migrated. Surgeon pushed the tlif back, added a new interbody at l4-l5, and added a transconnector at l4-l5. No hardware of the tlif was removed. This is 16 of 21 reports.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Lot number identified; review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4): a manufacturing evaluation was conducted. The polyaxial head was received with nicks, scratches and discoloration on the outer diameter and internal area. Missing are any visual characteristics of any indications of wear in spherical internal diameter and rod slot area which would be normal for a loose product. All described nonconformities are post manufacturing. On the collet, the raw material cannot be measured in the assembled condition however it was verified in the device history review as correct. The internal spherical internal diameter cannot be measured in manufactured split condition. (B)(4): placeholder.

Manufacturer narrative:
Product classification code provided. Subsequent product codes: mnh, mni, kwq, kwp. Part received at manufacturer (B)(4) 2012.